Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level as the level exceeding 500 mg/dl was unknown or declined to answer. The customer received assistance with resetting the pump, and since the malfunction code did not recur after the reset, the customer was allowed to continue using the pump. Technical support advised the customer to call back if any malfunction code recurs.